Event description:
No additional information available.

Manufacturer narrative:
No defective sample and photo have been received for the complaint, the specific location and condition of the rupture at the connecting pipe cannot be identified. DHR/bhr review (lot #4323691): the products of this batch were assembled at intima ii auto line 2 in dec 2024, and packaged at r240 package line in dec 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. 45psi leakage test the retained sample of this batch, the test is qualified, no leakage at the sample. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample; no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, the relevant tests cannot be carried out, and the use of the sample is unknown, so the root cause of the complained defects cannot be determined, the plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at inserter the patient was admitted to the hospital on (B)(6) 2025 for treatment of recurrent coughing and sputum exacerbation for more than 20 days, and was admitted to the hospital on (B)(6) 2025 at 9:30 a.m. For the use of an indwelling needle for infusion of fluids, the nurse gave the patient a good indwelling needle, connected to the infusion set, and began to put fluids in the patient, and after observing for one minute, a leakage of fluids was detected at 9:32, which was carefully examined, and a rupture of the connecting tube of the indwelling needle was detected at 9:33, which resulted in a leakage, and the leakage was reported to the 9:33 nurse manager, the nurse that is stopped using, 9:34 to the patient to replace the new indwelling needle, leakage of indwelling needle photos and notify the pharmacy department, the pharmacy department immediately notify the vendor.